Event description:
It was reported that during a lap. Chole, the system responded with error 5. The customer replaced the handpiece to solve the problem. The case was completed with no patient consequence.

Manufacturer narrative:
Date sent: 10/08/2008. Evaluation summary: the handpiece was returned with a loose mount and the nose cone cracked. The analysis was performed and was found that the handpiece no longer meets the specifications for continuity. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error 5 to occur. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviews with no anomalies noted during the manufacturing process.